Event description:
Information was received that while a smiths medical tracheostomy was in use, the cuff broke. No adverse effects reported.

Event description:
Additional information was received that patient required a trachoestomy tube change out. Water was running to the lungs.